Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that "the clip was not loaded to the applier properly (it did not come to the jaw area properly) during a surgery when the user squeezed the handle. Therefore, the auto endo was replaced with another unit to complete the procedure. No clip fell/remained in the patient and no injury to the patient occurred".

Manufacturer narrative:
(B)(4). The customer returned one unit of ae05ml auto endo5 ml for investigation. The sample was returned with the last clip indicator loaded in the box. No clips were returned with the sample. The returned sample was visually examined without magnification. Visual examination of the returned sample revealed that the jaws were correctly assembled with no observed defects. There was no biological material observed on the device. R & d was consulted to conduct the functional inspection. Proper functional testing could not be completed because the applier was returned empty with no clips. The last clip indicator was manually removed. Upon engagement, the trigger was observed to not engage with the ratchet. No issues were observed at the jaws upon engagement of the trigger. The device was dissembled. The handle was observed to be difficult to disassemble. The trigger ears were observed to be broken off. The broken ears were found against the ratchets on each side. A few gouge marks and scratches were made on the handle frame and trigger during disassembly. R & d concluded that the probable root cause of the damage could not be determined based on the state of the sample and the information provided. The reported complaint of "clip(s) not loading properly" could not be confirmed based upon the sample received. The customer provided a photo of a clip broken at the inner and outer hinges. R & d was consulted to conduct the functio nal inspection. Proper functional testing could not be completed because the applier was returned empty with no clips. Upon engagement, the trigger was observed to not engage with the ratchet. The device was dissembled, and the trigger ears were observed to be broken off. The broken ears were found against the ratchets on each side. The complaint could not be confirmed as a manufacturing issue as each device is tested at the end of the assembly line. The ae05ml is 100% tested at the end of the assembly line. A system test fixture is utilized by manufacturing to verify proper function by latching 2 clips of every device on overstress silicone tubing, indicating the trigger was not damaged. For this reason, the probable root cause could not be conclusively linked to manufacturing. R & d concluded that the probable root cause of the damage could not be determined based on the state of the sample and the information provided. Additionally, a DHR review was performed with no evidence to suggest a manufacturing related cause. Teleflex will continue to monitor and trend on complaints of this nature. Other remarks: n/a. Corrected data: n/a.

Event description:
It was reported that "the clip was not loaded to the applier properly (it did not come to the jaw area properly) during a surgery when the user squeezed the handle. Therefore, the auto endo was replaced with another unit to complete the procedure. No clip fell/remained in the patient and no injury to the patient occurred".